Event description:
The lay user/patient contacted lifescan alleging the meter is in settings mode when attempting to test. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have pcb contamination. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The patient received his scs system on (B)(6) 2007. It was reported that the patient was experiencing overstimulation and was having trouble locating the ipg with the charger. An x-ray showed that the ipg had flipped. The ipg was replaced on (B)(6) 2009. Follow-up on the patient found that no further issues have been reported. The explanted ipg was not returned to ans for evaluation. No further information is available.